Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc was inflated 4 times at 28 atm, 28 atm, 30 atm and 30 atm inside a deployed xience v, with a bmw guide wire. At the last inflation, at 30 atm, the balloon ruptured. The vessel treated was the rca and the lesion was located distal, just after the second bend. The procedure was completed successfully with another company's balloon. No additional event or patient information is available.

Manufacturer narrative:
.